Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that 14 days post lens implantation the lens was exchanged for a different diopter lens due to refractive error. According to the surgeon, the most likely root cause of the refractive error was lens vaulting. This report refers to the pt's right eye.